Event description:
An ivc filter was placed on (B)(6), 2010 without complication. On (B)(6), 2010, the pt required a laparoscopic radical nephrectomy on the right. This procedure was converted to an open procedure for repair of a vena caval injury and removal of the vena cava filter. During the laparoscopic procedure, it became apparent that there was a venal caval injury approximately 5 cm to the takeoff of the renal vein. As the physician attempted to remove a sponge, it was apparent that it was engaged in hooks of metal. There appeared to be 2 or 3 wires emanating from the vena caval wall, through the wall and into the abdominal cavity. The filter was removed and the vena cava repaired. Event reappeared after reintroduction: no.